Event description:
It was reported that the procedure was to treat the distal right internal carotid artery (rica). After a successfully procedure and removal of hte accunet filter basket, there was a thrombus noted in the distal rica. The patient then became symptomatic (slurred speech, loss of motor function on the left side). Some of the patient's symptoms had resolved; however, the slurred speech remained. The patient was sent for a head CT scan and it was confirmed that the patient had an acute infarct (stroke).